Manufacturer narrative:
(B)(4).technical support troubleshot this issue with the customer over the phone. The customer was advised to replace the touchframe printed circuit board (pcb).

Event description:
It was reported that the ventilator generated a touchscreen blocked error messages. There was no patient connected to the device.